Event description:
Healthcare professional reported that approx 20 yrs (exact implant date unknown) post implant the valve was removed due to a cuspal tear secondary to calcification. The valve was returned for analysis.